Manufacturer narrative:
Additional information: section h imdrf annex codes correction: concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lid of full height drawer 5 pocket e3 was broken and did not close. A field service engineer noted that the customer failed the drawer three times and released the broken pocket. The position sensor was found to be malfunctioning and was replaced. For auxiliary tower 2, two doors were not detected. The door controller board and two latches were replaced. The engineer checked cables at the back of the main pyxis and tower were tightened as they were loose. Hardware test application was run successfully, and the customer tested the station with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket 6e was failed and e3 was unable to close properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket 6e was failed and e3 was unable to close properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.